Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to low blood glucose.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient had a non-functional cgm system that may have led to the patient's hospitalization. Patient was being treated in the pediatric intensive care unit. During patient's hospitalization, it was reported that the she had experienced some bad, low blood sugar events. Dates of low events were unknown. While on the phone with dexcom, it was stated that the patient's blood sugar could be going low and patient's father asked for follow-up at a later time. No additional event or patient information was provided.